Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was scheduled to be explanted. The device was included in the recall advisory for this model. The device had reached elective replacement indicator (eri) battery status after three years of service. The patient inquired about the standard and supplemental warranty credit programs.